Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the electrode ground ring, along the lead and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaints of intermittent loss of sound and humming could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The recipient is reportedly experiencing sound quality issues.

Event description:
The recipient is reportedly experiencing decreased performance and electrode migration. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.